Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, postmenopausal bleeding, and uterine polyps and mesh was implanted on (B)(6) 2003; along with the concurrent procedures of hysteroscopy, dilation and curettage, cystoscopy, and vaginal tape. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that after implantation, the patient experienced pain, extrusion, infection, recurrence, dyspareunia, vaginal scarring and urinary/bowel problems. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, postmenopausal bleeding, and uterine polyps and mesh was implanted along with the concurrent procedures of hysteroscopy, dilation and curettage, cystoscopy, and vaginal tape.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and post menopausal bleeding and mesh was implanted. It was also reported that after implantation, the patient experienced pain, extrusion, infection, recurrence, dyspareunia, vaginal scarring and urinary/bowel problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided